Manufacturer narrative:
The bipap a40 pro ventilator was evaluated at third-party service center in reference to field safety notices 2023-cc-src-042 and 2023-cc-src-039. On evaluation, ventilator inoperative error code e-50 was noted in the error log indicating the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds. The device has been rendered inoperable and disposed of without repair in accordance with field change order (B)(4). The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID fsn 2023-cc-src-039 and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Manufacturer narrative:
The bipap a40 pro (update material # from ra) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a bipap a40 ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to a third-party service center for evaluation. At this time, the device evaluation has not yet been completed. Therefore, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third-party service center's investigation is complete. The device will be included in the fsn 2023-cc-src-039.